Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that her son has been getting no delivery alarms for 3 days, customer's son's blood glucose level at the time of the incident was 400 mg/dl. Customer's mother was able to troubleshoot during the call. Customer disconnected at the quick release and was able to observe insulin exit the infusion set tubing when performing a fixed prime. No troubleshooting was done for the elevated blood glucose level. The infusion set is not expected to be returned.